Manufacturer narrative:
Concomitant product(s): 250ml b. Braun bag ndc 0264-7800-20, lot j6j273, exp 07/2018 rituximab in 0.9% sodium chloride injection; therapy date (B)(6) 2016. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a primary infusion of rituxan 200 mcg/200 ml was intended to run at 50 ml/hr. And instead completed 200 ml in 25 minutes. Although requested additional information has not been provided. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical product: bd phaseal infusion adapter c100; bd phaseal luer lock c40, 2420-0007 (1), therapy date (B)(6) 2016. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of an over infusion was not confirmed. Reviewing the event logs, the device was programmed at a rate of 50ml/hour, with a volume to be infused of 25ml. The actual total primary volume infused during the reported event was 23.623ml. Functional testing on the pump modules found no malfunctions and to be delivering within specifications. Visual inspection observed that the administration set had a crack in the drip chamber. Functional testing of the administration set observed a leak from the crack. The root cause of the pump module running an over infusion of a primary infusion of rituxan, (rituximab 200 mcg/200 ml) was not determined. A possible cause was identified as a crack in the drip chamber of the set in use at the time, however it could not be determined if the crack was present during the incident.

Event description:
The customer reported a primary of rituxan 200 mg/200 ml was programmed to infused at 50 ml/hr over 2 hours; however, the entire 200 ml infused in 25 minutes.